Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-05772 and 2134265-2017-05771. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During procedure, the ilab system showed an error message ¿pullback not available¿ and it was not possible to switch to live mode before deleting all runs after pullback. When automatic pullback was initiated, the system failed. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the imaging catheter used was an opticross imaging catheter. It was previously reported the issue occurred during a procedure; however, there was no patient involved. The reported issue occurred during a customer training using demonstration units.